Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported his head set cannulas leak. The adhesive is wet. No adverse event reported. Patient will be sent new cannulas for replacement.